Event description:
On 07/22/1997, the MFR received an explant data form from the facility which stated the following: the device was explanted on 05/20/1997, due to "non-functioning." Additionally, it was stated that the device had been permanently retired from use or otherwise discarded. No further details were provided at this time.